Manufacturer narrative:
Physio-control evaluated the device. The reported failure was verified; however, the root cause of the reported problem could not be determined. A replacement device was provided to the customer.

Event description:
The device was returned to physio-control under recall. When evaluated by physio-control, the device was found to have a completely depleted internal battery and it would not power on. The internal battery had become completely depleted over a period of approximately 4 weeks. There were no reports of patient use associated with the reported failure.